Event description:
Boston scientific received information that this right ventricular (rv) lead had placement difficulty. Boston scientific company representative reported that this rv lead had difficulty passing through the right ventricle via the inferior vena cava (ivc) route. Further, subclavian puncture was noted. The lead was removed and was an attempted implant. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned for analysis. This investigation will be updated should further information be provided.